Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired from october 2023 to january 2024 recorded the varying pacing impedance between 490 ohms and 520 ohms. The analysis of the provided iegm episodes, in particular the episodes from december 25, 2023 and february 23, 2024 revealed artifacts on the rv channel, which led to the reported oversensing as well as absence of pacing. The integrity of the lead cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that oversensing was noted on this lead. There are no other signs of lead integrity issues. The impedance remained stable and noise could not be with device and arm maneuvers. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.